Event description:
It was reported that approximately 90 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6)) 188-01-06 - wedge plasma x/o sz 6 ((B)(6)) 180-65-30 - alteon 6.5mm screw, 30mm ((B)(6)) 180-65-30 - alteon 6.5mm screw, 30mm ((B)(6)) 180-01-56 - nv crown cup clstr hole 56mm group 3 ((B)(6)) 170-36-00 - biolox delta femoral head 36mm od, +0mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.